Event description:
It was originally reported to philips that the measured energy output for the device did not match the selected energy input. Upon clarification from the engineer, it was reported that the device failed to administer a shock to a patient. Following the failure, manual resuscitation attempts were required to resuscitate the patient resulting in a fractured bone.